Event description:
It was reported that an intermittent, ongoing occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to address bg. The customer performed a supply change to resolve the issue and resumed insulin therapy successfully. Reportedly, the cartridge was in use for over 72 hours. Tandem technical support advised the customer the cartridge is only labelled for use for up to 72 hours.